Event description:
It was reported that a bridge bolus was not performed. The healthcare professional changed the drug on the patient's pump for a refill and did not notice the bridge bolus screen and updated the pump. The incorrect software card was used. The drugs in the pump were morphine, hydromorphone and bupivacaine.

Manufacturer narrative:
Catheter model# 8709sc lot# n155769012 implanted: (B)(6) 2008 explanted: unknown; programmer model# 8840.